Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 626223, 626919) for female sterilisation. An additional suspect product was nsaids. The patient had a medical history of habitual abortion (spontaneous), parity 3, multigravida and cesarean section (2). The patient had a family history of diabetes. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4868 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started nsaids at an unspecified dose and frequency. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimens: uterus cervix and tubes, final diagnosis: cervix, hysterectomy: nabothian cyst. Uterus, hysterectomy: secretory endometrium, adenomyosis. Fallopian tubes, bilateral, salpingectomy: benign fallopian tubes, paratubal cysts. Gross description: right fallopian tube: fimbriated 8.1 x 0.8 cm. There is a 1 x 0.1 cm tightly coiled silver metallic object at the proximal aspect (consistent with an essure coil). Left fallopian tube: fimbriated 8.5 x 0.9 cm left ovary: fimbriated 8.5 x 0.9 cm with an adjacent 1 cm paratubal cyst. There is a 1.5 x 0.1 cm tightly coiled silver metallic object at the proximal aspect (consistent with an essure coil) [pregnancy test] on (B)(6) 2008: negative. Lot number: 626223 manufacture date: 2007-11 expiration date: 2009-10. Lot number: 626919 manufacture date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. 526919, 626223) for female sterilisation. An additional suspect product was nsaids. The patient had a medical history of spontaneous abortion, parity 3, multigravida and cesarean section (2). The patient had a family history of diabetes. As concurrent condition the report mentioned pelvic pain female. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4868 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient started nsaids at an unspecified dose and frequency. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: specimens: uterus cervix and tubes, final diagnosis: cervix, hysterectomy: nabothian cyst. Uterus, hysterectomy: secretory endometrium, adenomyosis. Fallopian tubes, bilateral, salpingectomy: benign fallopian tubes, paratubal cysts. Gross description: right fallopian tube: fimbriated 8.1 x 0.8 cm. There is a 1 x 0.1 cm tightly coiled silver metallic object at the proximal aspect (consistent with an essure coil). Left fallopian tube: fimbriated 8.5 x 0.9 cm. Left ovary: fimbriated 8.5 x 0.9 cm with an adjacent 1 cm paratubal cyst. There is a 1.5 x 0.1 cm tightly coiled silver metallic object at the proximal aspect (consistent with an essure coil) [pregnancy test] on (B)(6) 2008: negative. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Lot number added. Surgical pathology report added. Product, patient & reporter information updated. Medical history & lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.